Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was behaving in a manner consistent with a recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was behaving in a manner consistent with a recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information: surgical intervention was performed to explant and replace device. No additional adverse patient effects were reported. This device was not returned for analysis to be completed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.